Event description:
Device and leads were checked on the morning after implant. Increased thresholds noted; 0.6v@0.4ms at implant -2.9v@0.4ms morning after. Lead was only sensing the rvp refractory at 0.3-0.4mv. No p waves were being sensed. Pt was brought in for a lead revision and it was discovered that the atrial lead had dislodged and that the pt had an intermittent stoned atrium. Lead was explanted and replaced. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. During the visual inspection, cuts into the insulation (17 cm distal to the is-1 connector pin) were found, which most likely occured during the surgery procedure. A thorough analysis of the lead did not show any deviations which might have led to the dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.